Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Additionally, the alleged battery hot to touch issue could not be verified.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, the pump battery was depleting quickly. Reportedly the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose.